Manufacturer narrative:
On (B)(4) 2017, the contact reported that the customer has switched to using humalog insulin. The t:flex pump user guide indicates that only humalog and novolog have been tested by tandem diabetes and found to be compatible for use in the t:flex system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 62 mg/dl and carbohydrates were consumed to address the low bg. The contact stated that the customer had recently switched the types of pumps being used and with the combination of the tandem pump with the infusion set, insulin was delivered more effectively than the non-tandem pump that was being used. Tandem technical support advised the contact to discuss the low bg event with a healthcare provider. Reportedly, the customer was using apidra insulin in the cartridge.